Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous left common iliac vein. Two stents were placed in the patient's left side from the left common iliac to the common femoral vein. After the first stent was deployed, a 16-6/5.8/75 xxl esophageal balloon was advanced for post dilatation. However, during the first inflation at 3 atmospheres (atm), the balloon ruptured. The balloon was removed fully intact from the patient's body and the second stent was placed. Another 16-6/5.8/75 xxl esophageal balloon was opened and advanced to post dilate the stents. However, on the first inflation at 2 atm, the balloon ruptured. The balloon was removed from the patient's body fully intact as well. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(A2) age at time of event: 60+ years old. Device evaluated by MFR.: a xxl 16-6/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 37mm proximal of the distal tip. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per xxl specification the rated burst pressure of this device is 8 atmospheres. A visual and tactile examination identified no damage or kinks on the shaft of the device. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 60+ years old.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous left common iliac vein. Two stents were placed in the patient's left side from the left common iliac to the common femoral vein. After the first stent was deployed, a 16-6/5.8/75 xxl esophageal balloon was advanced for post dilatation. However, during the first inflation at 3 atmospheres (atm), the balloon ruptured. The balloon was removed fully intact from the pateint's body and the second stent was placed. Another 16-6/5.8/75 xxl esophageal balloon was opened and advanced to post dilate the stents. However, on the first inflation at 2 atm, the balloon ruptured. The balloon was removed from the patient's body fully intact as well. The procedure was completed with another of the same device. No patient complications were reported.